Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient presented to the clinic for follow up showing post-paced t wave oversensing on the device. Patient was asymptomatic. Programming changes were made. Device remains implanted.